Manufacturer narrative:
(B)(4). Batch # p57p2u. Device evaluation summary: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device "miss fired"? Can you please provide further detail of the device event and address these questions: did the device fire? If yes, did it deliver a complete staple line? If yes, did it deliver a complete cut line? What was the staple formation (b-formed, malformed, unformed, irregular, etc.)? Were any staples missing from the staple line? Or did the device not fire at all (meaning no staple line or cut line delivered)? Or did the device partially fire?

Event description:
It was reported that during an unknown procedure, miss fire. There were no patient consequences reported.